Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during tx complete - step 9 remove cassette of treatment and was not connected at the time of the reported event. The patient reported fluid was discovered in the cassette pump module. The patient reported an m31 air detected in cassette warning during fill 1 of 5 of treatment and prior to the leak. The patient stated they had a hard time inserting the cassette and has gotten the alarms in the past. The patient was connected during the incident. The patient knew how to perform manuals. The patient was assisted with cancelling treatment and to call with any problems. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning alarm while using the cycler and prior to the leak. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during tx complete - step 9 remove cassette of treatment and was not connected at the time of the reported event. The patient reported fluid was discovered in the cassette pump module. The patient reported an m31 air detected in cassette warning during fill 1 of 5 of treatment and prior to the leak. The patient stated they had a hard time inserting the cassette and has gotten the alarms in the past. The patient was connected during the incident. The patient knew how to perform manuals. The patient was assisted with cancelling treatment and to call with any problems. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning alarm while using the cycler and prior to the leak. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.